Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a qdot micro catheter and a webster¿ electrophysiology catheter with auto ID and suffered a pericardial effusion which required a pericardiocentesis and prolonged hospitalization. After the procedure, the patient experienced chest paint. A diagnostic ultrasound performed found the patient had a pericardial effusion. The only confirmation known was the ultrasound. Another physician performed pericardiocentesis (tap) through-the-abdomen puncture and removed the fluid from the pericardial sac. The patient was transferred to intensive care unit (ICU) for recovery. The last known patient status was stable. During the procedure, the slow pathway was ablated successfully, and the arrythmia was according to plan. They could not reinduce the tachycardia (avnrt). Additional information was received which indicated that the physician¿s opinion was that the patient had small tricuspid annulus, thinks right ventricle (rv) catheter may have been responsible (webster¿ electrophysiology catheter with auto ID). The outcome of the adverse event was that the patient¿s condition improved and was discharged from the hospital and recovered. Extended hospital stay required to monitor patient. The patient did not require cardiac surgery. No transseptal puncture was performed. No evidence of a steam pop. The flow setting was qdot preset selected on the ngen monitor. Irrigation was set to the qdot preset for the physician. The correct catheter settings were selected on the generator (qdot preset selected). No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were vector, visitag, and force. The physician observed impedance and temperature via recording system graph, and ngen monitor was observed by a hospital cardiovascular technician. The visitag module parameters for stability used were 3mm ablation tag size, 3gram minimum force, minimum 25% selected for fot, and 5-40gram selected as per physician preference. The additional filter used with the visitag was standard non projected visitag displayed. The color option used prospectively was fti per physician request. The adverse event was assessed as MDR reportable under both the qdot micro catheter and a webster¿ electrophysiology catheter with auto ID.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 21-jan-2026. The 2 quads were used for the 4 catheter ep study. One of the quads was placed in the high right atrium (hra) while the second quad was placed in the right ventricle (rv). Both webster quads were a-josephson fixed curve auto ID catheters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).